Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). Sw 4.11j. Pump received with cracked retainer, cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. Unit passed displacement test.